Event description:
It was reported the battery of the epg (external pulse generator) was replaced while connected to a patient. The device was set in ddd mode and was pacing at 140 bpm. Later, the device was found off, and the patient was coded. CPR was performed due to asystole. The device was replaced, and the old battery was used. The new device remained pacing with the old battery. The patient recovered and was reported to be fine. A medwatch was subsequently received reporting pacemaker malfunction. The device stopped working spontaneously, and the patient became asystolic, requiring brief CPR, epi, and nacho3. A new device was "hooked up with good effect." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not confirm the reported event. The device was visually inspected, and the electrical, functional, and mechanical parts of the device were tested. No electrical or functional anomalies were observed. The upper and lower cases were cracked, however, this is unrelated.